Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. There were no complications and the patient will continue to be monitored.